Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device not working properly causing urinary incontinence. The level of incontinence was the same or worse from baseline. The physician did all troubleshooting techniques. A new artificial urinary sphincter was implanted. Following the surgery, the patient was expected to fully recover.

Manufacturer narrative:
Date of event - the exact date was not reported. Device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell. The fluid leak was microscopically examined, and the damage is consistent with wear at a fold in the cuff. Product analysis identified a product malfunction and confirmed the reported mechanical issue. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. A device malfunction was not identified in the balloon nor pump component. Device history review (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed

Manufacturer narrative:
Date of event - the exact date was not reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the device not working properly causing urinary incontinence. The level of incontinence was the same or worse from baseline. The physician did all troubleshooting techniques. A new artificial urinary sphincter was implanted. Following the surgery, the patient was expected to fully recover.